Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump had alarmed unexpected restart at least once a day for quite some time. Customer's blood glucose was 12 mmol/l. Device history had unexpected restart and external ram crc error. Customer was advised the device would be replaced and customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed unexpected restart after battery change due to broken solder joint on c13 interface board. No external ram crc error alarm noted during our testing. However, the insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test and all operating current measurement were normal. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.